Manufacturer narrative:
Patient identifier: requested, not available due to hospital policy. Age & date of birth: requested, not available due to hospital policy. Patient sex: requested, not available due to hospital policy. Weight: requested, not available due to hospital policy . Ethnicity: requested, not available due to hospital policy. Race: requested, not available due to hospital policy . Explanted date - device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. This report is being submitted as follow up no. 1 to provide the completed investigation results. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).

Event description:
The user facility reported that when the assembly was attempted to be inserted into the artery after the percutaneous coronary intervention (pci), the locator kinked due to severe calcification. After incising the artery, the assembly was able to be re-inserted successfully. Subsequently, hemostasis was successfully achieved by the original device. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. It is unknown whether the puncture site was distal or proximal to the inguinal ligament of the left common femoral artery. The vessel diameter is unknown. The estimated blood loss was less than 250cc. There was no health damage for the patient. There were no other devices or equipment used with the reported product.